Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as product was discarded. Placeholder.

Event description:
Service and repair report states 40 degree up-biting laminectomy was sticking and not biting enough. Device malfunctioned during surgery while being used on a patient. There is no additional information is available

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Upon further review, it was noticed that this complaint is considered non-reportable. Placeholder.